Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up check noise on the rv lead, episodes of ams and ra lead noise and undersensing were noted. The physician is planning to explant both leads. Ra lead noise was reproducible with isometrics and rv lead was not. Programming changes were made. No further information is available.